Event description:
It was reported that the ventricular lead exhibited increasing, high impedances, and increasing thresholds since may. It was suspected that the lead may have been damaged during a lumpectomy the patient had undergone on the same side as the implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead - (B)(6) 2011. (B)(4).